Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery. The infusion set had a bent cannula. The customer was hospitalized on (B)(6) 2017 due to a high blood glucose level after receiving a no delivery alarm. Customer's blood glucose level was 382 mg/dl. He experienced a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.